Manufacturer narrative:
(B)(4): physio control continues to investigate the reported event and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
During a scheduled inspection, physio- control found that the device would lock- up upon power on. It was not available to provide therapy in the observed condition. There was no patient use associated with the event.